Manufacturer narrative:
For the investigation the performed tests on site and the logfile was analysed. It was seen that the cockpit infinity c500 posted the visual and acoustical alarm "airway pressure high" on (B)(6) 2019 at 12:03 pm . As a consequence the ventilation unit performed a pneumatic release in order to protect the patient from a high airway pressure. As no technical failure of the device was found it it assumed that the issue was caused by a problem at the breathing circuit. The system reacted as specified to the detected high airway pressure. The device was tested and confirmed to be operating according to manufacturer¿s specifications.

Event description:
It was reported during use the unit was unable to deliver breaths. There was no patient injury reported.